Event description:
It was reported I had a patient come last week for a checkup of his PICC line due to leakage. Patient was at the health center the day before where the health center discovered that it was leaking at the insertion when they were going to flush the catheter. When patient comes to the chest reception on 24/10, it leaks a lot at the insertion when the undersigned flushes the PICC line. Carefully pull out the PICC line and see that there is a hole in the PICC line hose at 8.5 cm. Pulls the PICC line and patient gets new time for PICC line. No harm to the patient

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported I had a patient come last week for a checkup of his PICC line due to leakage. Patient was at the health center the day before where the health center discovered that it was leaking at the insertion when they were going to flush the catheter. When patient comes to the chest reception on 24/10, it leaks a lot at the insertion when the undersigned flushes the PICC line. Carefully pull out the PICC line and see that there is a hole in the PICC line hose at 8.5 cm. Pulls the PICC line and patient gets new time for PICC line. No harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small, longitudinal split was observed in the catheter tubing, and evidence of kinking was observed at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The split was observed to align with a linear impression in the surface of the catheter tubing. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.